Manufacturer narrative:
Investigation results our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 24ga x 0.75in. Insyte autoguard unit from lot number 3292289. Additionally, 3 photos were provided which displayed similarities to that of the returned unit. All content within was intact. Through the visual examination, a hair-like foreign matter inside the sealed package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. This foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global wing has foreign matter within the package/package seal. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the hair contamination.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.